Event description:
New information reported that device reprogramming was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate programming had resulted in undersensing of the patient's intrinsic ventricular tachycardia. No patient symptoms were reported. No intervention was reported.